Manufacturer narrative:
A titan otr pump, and cylinders 1 and 2 were received for analysis. Partial separations within abrasion were noted on all tubes of the pump. These were not sites of leakage. Abrasion was also noted on another area of the inlet tube of the pump. The detachment end of the inlet tube appeared rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment end of the pump inlet tube indicates that sufficient stress(s) may have been exerted on the inlet tube near the reservoir. No functional abnormalities were noted with any of the returned components. Based on the microscopic examination of the returned components the rough and irregular detachment end may indicate the inlet tube separated while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. The information received from the territory manager did not reflect the device returned for evaluation. The only connector noted was on the inlet tube. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. D4 lot# 2341351.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Lot number: 5710127. Implant date: 2012.

Event description:
According to the available information, there was a crack in the clear tubing going to the right cylinder, which caused a leak. It appeared that the original implanting physician put in a scrotal cylinder set via the infrapubic approach. Since the tubing wasn't long enough, he had to splice in tubing from the reservoir to lengthen the tubing for the cylinders. The manufacturer's representative thought there were seven total connections in the implant. The device was removed and replaced.